Event description:
The company was informed that the patient is experiencing pain and shocking sensations at the implant site with and without device use. Testing suggests the device is functioning within specification. The patient was instructed to discontinue device use at this time. Advanced bionics is in the process of gathering further information. Once more information is obtained, a supplemental report will be submitted.